Manufacturer narrative:
H4: the lot was manufactured from june 01, 2020 - june 05, 2020. H10: five (5) actual samples were received for evaluation. Unaided visual inspection was performed which observed that the inlet spike was detached from the inlet tubing of all samples. Visual inspection under magnification revealed that the presence of solvent applied at assembly was not obvious at the detached end of the tubing outer diameter of the samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of solvent (cyclohexanone) being applied to the outer diameter of tube when it was inserted into the spike. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Change to two (2) actual opened/unused samples were received for evaluation (changed from: five (5) actual samples previously reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike port of an unspecified number of micro-volume inlet (w/large bore spike) were detaching from the tubing. This was identified during filling. There was no patient involvement. No additional information is available.